Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. As received, the electrode belt was unable to communicate with a monitor. Upon investigation the electrode belt trunk cable was cut, resulting in an open green (+3.3v) wire in the trunk cable. The cause for the failure to communicate and the service code was the open green (+3.3v) wire in the trunk cable. The root cause for the cut cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).